Manufacturer narrative:
The device manufacture date for this product is (B)(6) 2011. Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The black screen was confirmed and the circuit board was exchanged. As a result, the clinical observation was confirmed.

Event description:
Boston scientific received information that during the software update, the programmer was shut down as it smelled as if something was burning. No adverse patient effects were reported.